Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the cautery test on 3 of 3 attempts. The instrument was fully functional. Additional unrelated observation(s) not reported by site: the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.54mm. The grips were not found to be cracked. Components adjacent to this bent grip do not show damage. Further, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. Common causes of the failure mode dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument. Correction: based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.